Manufacturer narrative:
Our field service engineer could not reproduce the reported issue. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. Reported event date was march 15, 2022 where ventilation was started at 5:04 am. Several alarms were almost immediately generated indicating a leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low and respiratory rate high. The alarms was intermittently generated throughout the ventilation period despite changes in parameter settings. The ventilator was finally set to standby by the user at 5:29 am. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage. There are no indications of a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that directly after start of ventilation, there were difficulties ventilating the patient. The patient desaturated to unknown level. The ventilator was replaced. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).